Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09161. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the event was possibly caused by physical stress or chemical stress and or attributed to adverse storage environments (environment which the endoscope was exposed to direct sunlight, high temperature, high humidity, radioactive rays, ultraviolet ray, etc.) Or aged deterioration. As stated on the IFU and as a preventive measure, the user manual states: chapter 1 general policy 1-4. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. - chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Also, description about inspections prior to use is included in chapter 3: preparation and inspection of IFU. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection of the insertion tube covering/coating observed it was severely torn and pieces of the insertion tube covering/coating were missing. The missing pieces were not returned with the device. The internal mesh was exposed. There were no foreign objects/materials observed inside the biopsy channel. In addition, the distal end cover adhesive was cracked with some pieces of the adhesive were missing and not returned. A review of the service history shows the scope was last serviced via repair on (B)(6) 2020. The cause cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during procedure, the external black part of the evis exera ii broncho-video scope split and fragments were left in the patient's airway. A new scope was brought in and the fragments were removed from the patient. There was no patient injury reported.